Event description:
On behalf of the customer in (B)(6) the distributor reported issues with the 4.5mm genesys crossft suture anchor, # cfbc-4503, lot 1153120, recently experienced by (B)(6)hospital on (B)(6) 2021. It is noted in the record that during rc repair, a surgeon made a pilot hole using an awl passing through a shoulder foot print cannula. An anchor was broken while the surgeon was inserting the anchor turning it clockwise. The broken piece was removed using crossft driver from a patient's body. There was no left broken piece inside of a patient's body and a complaint product was returned with broken pieces. Surgery was completed successfully using s&n healicoil with a 5-minute delay. There was no impact or injury to the female patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence, as although the broken anchor piece was removed, it did fall into the patient.

Manufacturer narrative:
At time of this filing, although expected, the reported device has not been received into conmed¿s complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer in korea the distributor reported issues with the 4.5mm genesys crossft suture anchor, # cfbc-4503, lot 1153120, recently experienced by (B)(6) hospital on (B)(6) 2021. It is noted in the record that during rc repair, a surgeon made a pilot hole using an awl passing through a shoulder foot print cannula. An anchor was broken while the surgeon was inserting the anchor turning it clockwise. The broken piece was removed using crossft driver from a patient's body. There was no left broken piece inside of a patient's body and a complaint product was returned with broken pieces. Surgery was completed successfully using s&n healicoil with a 5-minute delay. There was no impact or injury to the female patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence, as although the broken anchor piece was removed, it did fall into the patient.

Manufacturer narrative:
The investigation of the customer's reported issue finds it to be confirmed based on evaluation of the returned used device. A visual examination of returned used device per design print found the implant still attached to the driver and the wire has been broken off. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found this is the only complaint for this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Also, per the IFU, the user is advised that proper selection and placement of the implant are important considerations in the successful utilization of this device. Proper orientation and alignment of instruments is important during implantation of the genesys crossft suture anchor to minimize possible breakage of the anchor. Breakage of the genesys crossft suture anchor is possible if: the bone punch or tap is not inserted to the proper depth. The genesys crossft suture anchor is not properly aligned with the pilot hole. The genesys crossft suture anchor is loose or not securely attached on the driver. The genesys crossft suture anchor inserter is used for prying. This issue will continue to be monitored through the complaint system to assure patient safety.